Event description:
The customer reported that the central nurse's station (cns) froze and then shut down.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze and then shut down. The customer also reported that there was a lot of dust built up on the front vent fans due to the missing ventilation cover. Nk ts advised them to clear the dust off the vent, then power the cns tower back on, which resolved the issue. No harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the cns froze and abruptly shut down because the internal temperature increased due to blocked vents, which caused the cpu fan to overheat. This was caused by improper maintenance and handling of the nk device. The root cause of the issue was determined to be improper use maintenance of the nk equipment.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) froze and shut down. The customer also reported that there was a lot of dust built up on the front vent fans due to the missing ventilation cover. Nk ts advised them to clear the dust off the vent, then power the cns tower back on, which resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) froze and shut down.